Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade and perforation, which required pericardiocentesis and surgical intervention. The patient¿s medical history is unknown. It was reported that during the end of an afib case, a pericardial effusion was noticed when the patient's blood pressure could not be maintained. The pericardial effusion was confirmed by echocardiogram and a pericardiocentesis was performed which removed an unknown amount of fluid. It was also reported that after the medical intervention was provided, an atrial appendage perforation was noticed when the patient's blood pressure could not be maintained. This was also confirmed by echocardiogram and surgical repair of the left atrial appendage was performed because the patient could not remain stable despite the pericardiocentesis. The patient was reported to be in stable condition at the time this event was reported. Additional information was received on the event. A transseptal puncture was performed using a biosense webster heartspan needle. The event occurred during mapping post ablation. There was no ablation done at the site of the injury. The catheter was placed in the appendage only to pace. The patient did require extended hospitalization because of the adverse event. The physician¿s opinion on the cause of this adverse event was that this occurred due to the stiffness of the smart touch catheter. No error messages were observed on biosense webster equipment during the procedure. A st. Jude 8.5 fr lamp sheath was used. The patient received heparin during the procedure and the target act was 350s.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# serial#(B)(4)), stockert 70 generator (model# unknown serial# unknown), coolflow pump (model# unknown serial# unknown), lasso nav catheter (model# unknown lot # unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).